Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. The operator continued slow retraction of the vcd and tried to change the angle several times, but the indicator window still did not change color. The exoseal vcd was withdrawn, and manual compression was performed. There were no reported injuries to the patient or signs of infectious disease. The exoseal vcd was used after a dynamin cerebral angiography procedure. The operator had several years of experience using the exoseal vcd. Retrograde access was obtained in the right femoral artery using a short non-cordis sheath. When using he exoseal vcd, the device was slowly retracted at an angle of approximately 50 degrees. The blood return indicator pulsed to a stop and then the vcd was withdrawn for approximately 1cm. The indicator window failed to change color at this time. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. The operator continued slow retraction of the vcd and tried to change the angle several times, but the indicator window still did not change color. The exoseal vcd was withdrawn, and manual compression was performed. There were no reported injuries to the patient or signs of infectious disease. The exoseal vcd was used after a dynamic cerebral angiography procedure. The operator had several years of experience using the exoseal vcd. Retrograde access was obtained in the right femoral artery using a short non-cordis sheath. When using he exoseal vcd, the device was slowly retracted at an angle of approximately 50 degrees. The blood return indicator pulsed to a stop and then the vcd was withdrawn for approximately 1cm. The indicator window failed to change color at this time. Additional information requested but was not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white /black position and the cowling guard was found unlocked; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were noted in the catheter sheath introducer (csi). No other anomalies were observed during the visual analysis. Functional analysis was performed. The cowling guard was locked. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not observed since the functional analysis was performed successfully, the plug was deployed, and the indicator window changed as expected. No anomalies were noted on the specific components nor the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device was received with the guard unlocked. It is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition of the received device indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. The operator continued slow retraction of the vcd and tried to change the angle several times, but the indicator window still did not change color. The exoseal vcd was withdrawn, and manual compression was performed. There were no reported injuries to the patient or signs of infectious disease. The exoseal vcd was used after a dynamin cerebral angiography procedure. The operator had several years of experience using the exoseal vcd. Retrograde access was obtained in the right femoral artery using a short non-cordis sheath. When using he exoseal vcd, the device was slowly retracted at an angle of approximately 50 degrees. The blood return indicator pulsed to a stop and then the vcd was withdrawn for approximately 1cm. The indicator window failed to change color at this time. Additional information requested but was not provided. The device will be returned for evaluation.